Event description:
Caller reported a malfunction on the pump, which displayed a malfunction code but did not result in any adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with the reset, after which the malfunction code did not recur. Customer was instructed to continue using the pump and advised to call back if the malfunction code reappeared. Caller acknowledged and understood the instructions.